Manufacturer narrative:
(B)(4): jaws misaligned. The analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed scissored clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the nurse reported a faulty ligaclip applicator which jammed when it was being used. It was used by a new surgeon. It is unknown how the procedure was completed. There were no adverse consequences for the patient.